Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated visually and functionally. Visual observations showed the needle was on the applier with both implants attached. The gray trigger when tested was not under tension from the internal spring as would be typical with the main pusher rod jammed under the 1st implant. There the failure mode can be confirmed, and it can be concluded that the jamming of the applier was related to the main pusher rod (grey trigger). The 1st implant was able to be freed from the jammed condition, returning the pusher rod to its original position and returning tension to the grey trigger and the needle was freed from the applier. It was observed that the main pusher was bent due to jamming under the implant. The needle was reassembled with the implants and silicone, loaded onto the applier and deployed successfully. Thus the failure mode was confirmed, however, the returned applier or needle could not be confirmed as the root cause of this complaint. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)¿ incomplete. Depuy synthes has been informed that the lot number is not available. This report is being filed from the (B)(6) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported gun did not work during surgery. It did not fire the implant in the meniscus. They took a new gun and new implant to finalize the operation. Please see also medwatch reports 1221934-2018-50723 and 1221934-2018-50724.